Event description:
It has been reported to philips that the system did not boot, it froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A revie of the system logfiles found a malfunction related to reported problem. Upon troubleshooting actions, the fse discovered that the dc voltage was insufficient to power the m cabinet. The fse tested the system with an alternative dc power supply and confirmed that the problem laid with the mpdu dc power supply. The defective dcps was returned for analysis, and it was concluded that the led¿s were off, and the fan was not running. Fse replaced the dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.